Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped; however, the grippers would not come down. Troubleshooting was performed, but was unsuccessful. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. Four clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.